Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that the clinician was unable to interrogate the ICD since insertion of lvad. Home monitoring indicates normal device function and daily transmissions. Numerous attempts were made with and without rf telemetry and use of a cast iron pan for shielding and repositioning. No adverse patient events were reported. Should additional information become available, this file will be updated.